Event description:
The anvil was jammed in anastomosis. This resulted in longer operating time to retrieve the anvil. A larger section needed to be cut and antibiotics were prescribed to prevent infection.